Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a 2.5x15 mm balloon. The 3.00x20mm taxus liberte drug eluting stent would not cross the lesion. Upon removal, the stent struts were found to be bent. No pt complications were reported. Pt status reported as "ok". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.